Event description:
It was reported that the patient experienced new pain in her left anterior thigh and groin, which started a few days following a recent revision surgery (see mfg 3006630150-2024-06199). The patient expressed that the pain felt like a hot wire, causing intense soreness, numbness, and burning sensation. The patient felt the pain when the stimulation was both on or off. X-ray imaging revealed that the spinal cord stimulation (scs) lead migrated. The physician would have recommended a lead revision, but due to the new pain, he suspects a potential issue with one of her lumbar discs and has recommended a magnetic resonance imaging (MRI) for further evaluation. Consequently, the patient underwent a revision procedure in which the patients two peripheral leads were explanted for MRI compatibility. The explanted leads will not be returned as they were discarded by the medical facility. The patient is recovering as expected.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: linear 3-6. Upn: m365sc2366500. Model: sc-2366-50. Serial: (B)(6). Batch: 7073937.